Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and the reported detachment was confirmed. The difficult to remove was unable to be replicated in a testing environment as the guide wire was separated. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the hi torque guide wires instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified right coronary artery. A whisper guide wire was advanced to the lesion and an angioscope catheter was used. During removal of the angioscope there was resistance with the guide wire and the catheter was pulled on harder and the tip of the guide wire separated. The guide wire, angioscope catheter and guiding catheter were removed together from the anatomy. The tip was separated 6 inches from the distal end. The separated portion of the guide wire was found in the distal shaft of the angioscope catheter. A new guide wire and guiding catheter were used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.